Manufacturer narrative:
(B)(4). Batch # u93603. The analysis results found that the el5ml device was returned with no apparent damage. In addition, a malformed clip was received inside of a plastic bag. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 6 conforming clips. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic cholecystectomy, the clipper kept crisscrossing and "feathering clips." A new device was opened and the case was completed. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 6/26/2020. H2: additional information: a maude event report mw5093986 was received on 6/25/2020. The report was reviewed and all information was previously filed in report number 3005075853-2020-02287 that was submitted on 4/22/2020. No new information was found in this maude event report.